Event description:
The facility reported an I-pump device which over-infused during biomedical testing. During testing, the pump was set to deliver at a rate of 10ml/hr. However, the pump delivered at a rate of 11.21 ml/hr. There was no patient involvement with this event; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter ac*t diff 2 analyzer generated an erroneously low hemoglobin (hgb) result on a single patient specimen on initial run and rerun. The rerun hgb results did not have any instrument generated flags. Erroneous results were reported out of the laboratory and the patient was sent to the ER and redrawn with a complete blood count (cbc) performed that recovered a normal hgb value. Corrected reports were issued. The results, provided by the customer. There was no death, serious injury, or change to patient treatment during this event.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a faulty mechanical assy. The mechanical assy has been replaced.